Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported in an article in journal of diagnostic and interventional radiology titled 'lesion characteristics, histopathologic results, and follow-up of breast lesions after MRI-guided biopsy', there were seven occurrences of hematomas noted after magnetic resonance imaging (MRI)-guided vacuum-assisted breast biopsies (vabb). The current status of the patients were unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A device deficiency was not alleged, a definitive root cause for the alleged hematoma could not be determined based upon the provided information. Labeling review: the review of the instructions for use, (i.e., indications, warnings, precautions, cautions, possible complications, and contraindications) showed that the product labeling is adequate. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. Füsun taskin, aykut soyder, ahmet tanyeri, veli süha öztürk and alparslan ünsal (2017). Lesion characteristics, histopathologic results, and follow-up of breast lesions after MRI-guided biopsy. Diagn interv radiol, 23(5):333-338. Doi: 10.5152/dir.2017.17004. H10: g3. H11: b3, g1. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in journal of diagnostic and interventional radiology titled 'lesion characteristics, histopathologic results, and follow-up of breast lesions after MRI-guided biopsy', there were seven occurrences of hematomas noted after magnetic resonance imaging (MRI)-guided vacuum-assisted breast biopsies (vabb). The current status of the patients were unknown.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. Füsun taskin, aykut soyder, ahmet tanyeri, veli süha öztürk and alparslan ünsal (2017). Lesion characteristics, histopathologic results, and follow-up of breast lesions after MRI-guided biopsy. Diagn interv radiol, 23(5):333-338. Doi: (B)(4). H10: the initial MDR was inadvertently submitted with a g3 date of 06/25/2021. The correct g3 date is 06/30/2021. H11: h6 (patient). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in journal of diagnostic and interventional radiology titled 'lesion characteristics, histopathologic results, and follow-up of breast lesions after MRI-guided biopsy', there were seven occurrences of hematomas noted after magnetic resonance imaging (MRI)-guided vacuum-assisted breast biopsies (vabb). There was no intervention required. The current status of the patients were unknown.